Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was discarded and is not available for physical evaluation. Therefore, the reported complaint cannot be confirmed and a root cause the reported device failure cannot be determined. Review of the device history record indicated that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the records reviewed. Review of the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices released to distribution. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI: (B)(4). See associated medwatch: 1221934-2017-10612 and 1221934-2017-10613. Device not returned.

Event description:
The sales rep reported via phone that three of the metal wings that hold the sleeve on the customer's rigid fix 3.3mm st br cross pin kits fell off while drilling laterally into the femur during an acl procedure. There were no patient consequences but a 10-minute delay was reported. The case was completed with a fourth like device. The three devices used in the case were discarded but the sales rep stated that he will return two unused devices. The additional information was received via phone from the sales rep by mitek complaints on 09-21-2017: the two unused devices from the same lot number that the customer no longer wanted to use due to this issue that occurred in the procedure and were supposed to be sent back for evaluation have been discarded by the customer. The sales rep confirmed that nothing fell into the patient.